Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy and last recharged her scs system approximately 6 weeks ago. Subsequently, the ipg became inoperable. As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Effective stimulation was restored postoperatively.